Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by diarrhea. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. It was not reported if the patient was treated for the event. Pd therapy was ongoing. At the time of this report, the patient recovered from the event. The reporter declined to provide additional information.